Event description:
Reporter noted anterior chamber fluctuations during phaco. Posterior capsule tear occurred; anterior vitrectomy performed.

Event description:
F/u noted event occurred during I/a. Pt has recovered as of 9/27/2001.